Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the customer reported problem of the pump turning off after power on was not reproduced. The pump was tested with a known good battery and ac adapter and showed no issues. The 6 pin connector and battery contact pins on the rear case were observed to be free of damage an corrosion. No issues were found with the rear case flex or j6 connector on the input/out board. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input upon device power up in the telemetry department. There was no patient involvement. No additional information is available.